Event description:
It was reported that two weeks ago, the pt reported fluctuating impedances, which disappeared when pressure was applied at the implant site. Since (B) (6), 2009, the pt has no longer been able to hear with his device. All external parts have been exchanged, however without success. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.